Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The patient was a mother presenting with preterm labor at approximately 27 weeks of gestation. The mother's sample was tested in triplicate on (B)(6) 2023, yielding reactive results of 1.91 coi (reactive), 1.92 coi (reactive), and 1.94 coi (reactive). The subresults for these tests were as follows: ahiv 1.90, 1.91, and 1.93 coi; hivag 0.202, 0.215, and 0.209 coi, respectively. The sample was subsequently sent to a public health laboratory for confirmatory testing. Abbott hiv serology and hiv viral load testing were both negative. The mother was not treated based on these results. The infant's sample was also sent to the public health laboratory for confirmatory testing. Abbott hiv serology and hiv viral load testing for the infant were negative. Despite these findings, the infant was placed on prophylactic treatment for approximately 2.5 days following the initial reactive result of the mother's sample. No adverse effects were reported during this treatment period, and transaminase levels (alt/ast) were monitored without issues.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Internal testing confirmed the customer's findings, with both provided samples yielding reactive results. Interference analysis indicated reactivity to only one hiv-1 specific antigen, which strongly suggests a false reactive result, as true hiv-positive samples typically show reactivity to multiple specific antigens. Calibration and quality control data were reviewed and found to be within expected ranges. No relevant alarms were observed in the instrument's alarm trace on the date of testing. The investigation was limited by the absence of additional confirmatory data from the customer site. The root cause was attributed to a sample-specific discrepancy. Single false reactive results may occur with the elecsys hiv duo assay, as its specificity is less than 100%. The device remains in operation at the customer site.